Event description:
The family member stated the device was used to check pt's blood glucose. A result of 118 mg/dl was obtained at 8:00am. Pt had been getting low readings and controls were run and in range. Normal meds were taken at 8:30am. Pt had a hypoglycemic event and the device read 98 mg/dl at 11:00am. Family member took pt to the dr's office and pt's glucose was 29 mg/dl. Family member then took pt to the hosp and pt was given glucose and admitted overnight. The device was replaced and requested to be returned for eval.